Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent hardware removal due to collapsed femoral neck. The patient fell which caused the femoral neck to collapse. The implants did not fail or broke, but they collapsed significantly along with the femoral neck requiring a conversion. The surgeon removed a femoral neck system (fns) and converted to a total hip arthroplasty. Revision surgery was completed successfully and there was no surgical delay. No further information provided. This report is for one (1) bolt for femoral neck system 85mm length-sterile. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6: the lot number:48p7531 correspond to non-sterile part. Part: 60123907, lot: 48p7531, manufacturing site: grenchen, release to warehouse date: 30 may 2020. A manufacturing record evaluation was performed for the non sterile device lot, and no non-conformances were identified. Visual inspection: visual inspection of the returned device showed no damage outside of wear. The wear marks were likely caused by forces exerted during implantation/explanation of the device. No issues were noted that would contribute to the complaint condition. No other issues were identified. A device failure was not identified. Investigation conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.